Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. A complete lead with stylet inserted was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, helix could be extended and retracted with extension length measured within specification. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found.